Manufacturer narrative:
Exact date unknown, event occurred 2016.

Event description:
It was reported that the patients ipg was defective after not being used. The patient underwent a replacement procedure and the explanted ipg was not returned.